Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labelling of abbott vasculars drug eluting stent in the u.s. Dilatation catheter: 2.0 x 12 apex, 3.5 x 15 nc quantum apex, 3.25 x 12 nc quantum apex; guide wire: medtronic cougar, bhw ((B)(4)); other: ivus (icross) it was reported the promus stent was successfully implanted; however during removal of the guide wire, resistance was felt; therefore, force was applied and the guide wire separated. Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the guide wire with the stent implant if the stent is not fully expanded and apposed, the guide wire caught underneath the implanted stent, or damage to the stent. There was no note of any damage to the stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It is possible that the guide wire was caught underneath the promus stent as it was deployed, resulting in the physician requiring to use force in the attempt to remove the guide wire. It was reported that in the attempts to remove the separated guide wire, the patient went into ventricular fibrillation and the vessel shut down. The patient later died. Ventricular fibrillation, occlusion, and death are known adverse events listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulties could not be determined. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, a sampling of units are destructively tested to verify proper stent deployment.

Event description:
Reportedly, the patient had two vessel disease involving the circumflex (cx) and left anterior descending (lad). The cx had a distal, mid and proximal lesion and the plan was to stent distal, proximal and then mid. An attempt was made to perform an intra-vascular ultrasound (ivus), but the device would not cross all the way to the distal cx; therefore, the ultrasound was only performed in the proximal and mid lesion finding a lot of calcification. A non-abbott wire was used to access the cx and predilatation was performed with a 2.0 x 12 mm non-abbott balloon and a 3.0 x 23 mm promus in the mid to proximal cx. Post-dilatation was performed with a 3.5 x 15 non-abbott balloon resulting in good apposition. The ivus could not reach the lad. It was predilated with a 2.0 x 12 mm non-abbott balloon, using two non-abbott wires to access the site. A 3.0 x 15 mm promus was placed and post dilated with a 3.25 x 12 mm non-abbott balloon. While attempting to remove the non-abbott guide wire from the cx the guide wire stripped and became caught on the 3.0 x 23 mm promus. Force was used to remove the wire causing it to separate inside the patient and the vessel to shutdown. An attempt was made to snare the device, but the patient went into ventricular fibrillation (vf). The physician was able to resuscitate the patient once but she went into (vf) a second time and the patient expired. No additional information will be provided.